Event description:
Electrode damaged during a polyp resection.

Manufacturer narrative:
The electrode has been returned for investigation and the product defect can be confirmed. Microscopic evaluation resulted in the observation of very slight signs of fusing/melting only which leads to the conclusion that the wire damage was caused by mechanical force. No further conclusion can be drawn.